Manufacturer narrative:
Date sent to the FDA: 04/03/2020. Additional information: the results of this review indicate there were zero non-conformances regarding the nature of the complaint associated with this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/02/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent a hysteroscopy procedure on (B)(6) 2020 and the electrosurgical device was used. During the procedure, the loop broke, requiring another electrode to finish the procedure. There were no patient consequences reported.